Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a threshold test with an implantable cardioverter defibrillator (ICD), the voltage value field could not be accessed when tapping with the pen. Tested the following day with the same effect but worked on another implantable cardioverter defibrillator (ICD). The device was returned from service and repair with a recent software version. There was no patient involvement.